Manufacturer narrative:
A stryker service technician evaluated the customer's device and was unable to duplicate the shutdown issue. After replacing the main keypad assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during use. During inspection, stryker observed that the device would not pass the keypad button test. As a result, the main keypad controls would be inoperative and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.